Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also mentioned attempting to install a new sensor, but it does not connect and takes an hour. The pump continues to beep or alarm; it suspends due to a low message, and the customer must enter blood glucose to continue using smartguard. The blood glucose level at the time of the event was unknown. The event involved product(s) mmt-1884, mmt-7841zn, and mmt-7040a. Troubleshooting was partially performed. It was unknown whether the issue was resolved or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.